Event description:
It was reported that a dell handheld computer would not turn on despite being plugged into the wall overnight. The power light was "not lit up". All connections were checked, and troubleshooting would not resolve the issue. The product has been returned to the manufacturer and is undergoing analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.